Event description:
It was reported during a pacemaker implant, the programmer had much artifact sensing and power was shut off suddenly. Power cable was changed but programmer still had effect. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer would not power on. As a result the power supply was replaced. It was also noted that the tab on the power cord door was broken, the electrocardiogram (ECG) connector was loose and the left keyboard hinge was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 229047 analyzer. (B)(4).